Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that it was difficult to pass the lead through the clavicular junction at implant. The physician stated that the outer insulation was breaching. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.